Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump and transmitter, harm reported with no reported allegation of a device malfunction, lost sensor alarm, sensor updating/sg not available, sensor glucose vs. Blood glucose. The customer reported blood glucose value of 50 mg/dl. The event involved product(s) mmt-7841zn, mmt-244a, mmt-1884, mmt-7040a, mmt-332a. Troubleshooting was performed and the customer is reporting a discrepancy between sensor glucose vs. Blood glucose and also reported a loss of communication between the transmitter and the pump. No further patient complications were reported. No product return is required for mmt-7841zn. No product return is required for mmt-244a. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-332a. The customer will continue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose value of 50mg/dl while sensor glucose value was 123mg/dl. She passed out due to the low. Customer also had lost sensor alert, updating errors, frequent requests for calibration, sensor being slow to connect, and the sensor not lasting 7 days. No treatment was mentioned for the low. Troubleshooting was not done. Helpline could not reach the customer. It was unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.